Event description:
The customer initially reported that their device had its service indicator illuminated. After an evaluation by a third party service agent, it was observed that the device would lock up at the initial splash screen upon boot up. There was no patient use associated with the reported issue.

Manufacturer narrative:
The customer advised physio-control that they have decided to decline the device repair due to the costs associated with repair. The customer has also indicated that they will be retiring their device from service. The cause of the reported failure could not be determined.

Manufacturer narrative:
(B)(4). A third party service agent has evaluated the device and verified the reported issue. Physio-control continues to investigate the reported failure and will submit a supplemental report on this event to the FDA as provided by 21 cfr 803.56.